Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with injection (inj) vancomycin (1 gram, intraperitoneally, duration and frequency not reported) and inj. Tazar (4.5 gram, twice a day, intravenously, duration not reported) for peritonitis. On an unreported date, the patient began treatment with meropenem (dose, frequency and route not reported) for peritonitis. The patient was discharged from the hospital two days after admission. At the time of this report, the patient was not recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was recovering from the peritonitis event and antibiotics therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.